Manufacturer narrative:
A return request was made for these products. Investigation to this point has been completed. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a pocket infection. No further patient effects were reported.